Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was confirmed and found to be caused by a main circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred before an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty main circuit board could not be identified. Olympus will continue to monitor field performance for this device.